Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that blank display, battery cap cracked/damaged occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
Retainer ring = black customer returned pump for an alleged blank display and damaged battery cap found on (B)(6) 2021. Unit received with no battery cap, therefore cannot determine if battery cap is cracked/damaged. Unit received was properly tested using a test battery cap. Unit received with no battery cap, therefore cannot determine if battery cap is cracked/damaged. Unit received was properly tested using a test battery cap. Pump failed the rewind test due to pump error 43 alarm thus could not perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test, and failed the self test due to a pump error 75 alarm and pump error 130 alarm. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No confirmed pump error 43 alarm in the pump downloaded history. No confirmed pump error 75 alarm in the pump downloaded history. Confirmed pump error 130 alarm on (B)(6) 2021 at 21:32:56, 21:33:04, 21:33:24, 21:33:29, 21:43:00 in the pump downloaded history. The electronic assemblies and motor assemblies were inspected, and moisture damage was noted on the motor contact, force sensor, pcba 1, and pcba 2. Motor was taken to the test bench where it rewound with no errors or alarms noted. The following were noted during visual inspection: cracked battery tube threads, cracked case on corner of belt clip rails, faded serial number label, cracked case above arrow and battery icon, scratched case, pillowing keypad overlay, and cracked keypad overlay. Customer allegation of blank display was not confirmed. Rewind anomaly was confirmed due to a pump error 43 alarm. Pump error 75 alarm was confirmed. Pump error 130 alarm was confirmed. Unable to verify battery cap damage due to missing original battery cap. Moisture damage was confirmed on the motor contact, force sensor, pcba 1, and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.